Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years 1 month post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the patient underwent a valve in valve procedure with a 23 mm sapien 3 ultra resilia valve due to aortic stenosis and aortic insufficiency. It was noted that the patient had a history of endocarditis presenting with shortness of breath.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery and medical records were provided for evaluation. Review of the imagery revealed there was presence of thickening/calcification at the cusps especially at the non-coronary cusp. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and revealed no other events relating to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, paravalvular or transvalvular leak, valve regurgitation and structural valve deterioration (calcification) are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for valve calcification and regurgitation were confirmed through evaluation of the provided imagery and medical records. A review of the DHR, complaint history and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of IFU/training materials revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over time in patients. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo a process to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower svd (structural valve deterioration) rate compared with surgical aortic valve replacements. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported events for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, there was no evidence found of a product non-conformance or device malfunction. In this case, per an imaging evaluation, there was thickening/calcification of the cusps. A definitive root cause was unable to be determined; however, the event was likely related to the patient's condition. Regarding the valve regurgitation, per the instructions for use (IFU), valve regurgitation (including paravalvular leak (pvl) and transvalvular leak (central)) are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. It was noted that the patient had suffered an infection (endocarditis), which are known to increase the risk for thv calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. It is likely that the leaflets became degenerated and/or thickened over time. Leaflet thickening can in turn interfere with normal coaptation functionality of the device by restricting the leaflet motion, and thus, resulting in regurgitation. Also, in this case, patient had structure valve degeneration with calcification, so the calcified leaflets could restrict the motion of leaflets resulting in abnormal coaptation leading to regurgitation. As reported, "approximately 4 years 1 month post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the patient underwent a valve in valve procedure with a 23 mm sapien 3 ultra resilia valve due to aortic stenosis and aortic insufficiency. It was noted that the patient had a history of endocarditis presenting with shortness of breath", and "an edwards echocardiographer performed an imagery review of computed tomography (CT) imagery provided. The CT was performed approximately 3 years 11 months post tavr procedure. Review of the CT imagery found there was calcification of the coronary cusps especially at the non-coronary cusp". In this case, it was likely the endocarditis and calcification led to the observed regurgitation. Endocarditis is most commonly caused by an infection with bacteria, fungi or other germs where the germs enter the bloodstream and travel to the heart. In the heart, they attach to damaged heart valves or damaged heart tissue/leaflets, which could result in regurgitation due to the improper functionality of the leaflets. Also, the calcified leaflets could restrict the leaflets motion and lead to improper functionality of the leaflets, resulting in the regurgitation. As such, available information suggests patient factors (calcification and endocarditis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
Additional information received via medical records revealed the patient had developed subacute bacterial endocarditis sometime after the transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve. The endocarditis was treated with antibiotics. It was unknown exactly when the endocarditis had developed. It was noted that the patient was experiencing symptoms of exertional dyspnea, chest pain and light headedness with only minimal exertion. The patient was then admitted with congestive heart failure and improved with diuresis. An echocardiogram performed showed severe bioprosthetic valve aortic stenosis. The aortic valve mean gradient was 58 mmhg with a peak velocity of 5.1 m/s. The di was 0.23 and the aortic valve area (ava) was 0.48 cm2. There was also mild aortic regurgitation. It was not indicated if the patient's history of endocarditis had caused or contributed to the valve stenosis and mild aortic regurgitation. Approximately 4 years 1 month post tavr procedure, the patient underwent a successful valve in valve procedure with a 23 mm sapien 3 ultra resilia valve. Subsequently, there was computed tomography (CT) imagery provided. The CT was performed approximately 2 months prior to the valve in valve procedure. Imagery review of the CT found there was calcification of the coronary cusps especially at the non-coronary cusp.